Event description:
A patient's meter was giving low results. Results documented were 9 mg/dl, 38 mg/dl, and 7 mg/dl. Due to the low results, they had more food and something sweet to eat. Later that afternoon, they were vomiting and shaky. They then decided to contact their doctor who visited them and tested them on another meter with a result of 150 mg/dl. They was given insulin (type and dosage unknown). While troubleshooting, it was discovered that the test strip confirmed dot was pink in color. The test strips were also opened for more than 4 months. The meter was never cleaned and control solution tests were never performed on the meter. Test strips were replaced.